Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inadequate hv therapy due to high dft during a ventricular tachycardia episode. The arrhythmia accelerated to ventricular fibrillation and hv therapy was able to terminate the ventricular tachycardia. The device was explanted and replaced. The patient was stable.